Manufacturer narrative:
Investigation: the complaint of the catheter displaying poor image was investigated. The returned catheter was inspected. During the investigation it was found that the root cause of this catheter complaint was stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter did not display an image. The ultrasound system and the cable were replaced but with no resolution. The user replaced the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results,